Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted in this patient. In 2006, the patient presented with the original graft completely covering the left renal artery and partially covering the right renal artery. The left limb of the original graft was within an aneurysmal sac of the iliac artery. However, there was no evidence of a type I endoleak due to thrombus. The patient also had a type ii endoleak with no evidence of aneurysm sac growth and the physician chose to monitor this. At about one month later, a stent was placed in the right renal artery and in 2007, a gore excluder aaa endoprosthesis contralateral limb was implanted into the left iliac. The patient was last seen in the spring of 2008 and is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.